Event description:
Healthcare professional reported a left side deflation. Additionally healthcare provider reported "delaminated valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in device inner surface and total delamination of valve. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve and broken sharp of valve. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Broken sharp of fill channel assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.